Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (cts) and no issues were identified. Customer changed the pump supplies and successfully resumed insulin therapy. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge to resolve the issue. Customer¿s blood glucose level was 222-286 mg/dl.